Event description:
A distributor contacted zoll on 11/04/2014 to report that a patient experienced an inappropriate defibrillation while at home. The patient received two treatments during the event. Motion artifact contributed to the first false detection. At 2:53:04 on (B)(6) 2014, the patient received the first treatment. The rhythm at the time of the treatment and post shock rhythm was obscured by motion artifact. The second treatment was delivered at 2:53:36. The rhythm at the tine of the treatment was svt at 166 bpm with motion artifact. The post shock rhythm a normal sinus rhythm at 64 bpm. The patient wa reportedly not conscious and having a seizure at the time of the treatment. The patient's wife was present at the time. The response buttons were not pressed during the entire event. The patient was taken by ambulance to the hospital for further evaluation.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient ended use of the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse, electrode belt (B)(4): 12/2011 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, an training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.